Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during set up or inspection, the packaging of the acromioblaster burr was compromised, it was almost melted. There was no patient involvement.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned devices found that they are in their original unopened packaging. The molded plastic capsules are shrunken and deformed. The white paper backing is warped due to the deformation of the clear plastic capsule. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device assembly found that device counts with a label specification sheet for guidance and final assembly structure. The root cause has been associated with transport/storage. Factors that could have contributed to the reported event include an inadvertent impact event that could have occurred during device transportation, rough shipping and handling, or at customer site. No containment or corrective actions are recommended at this time.